Event description:
It was reported that balloon rupture occurred. The severely stenosed target lesion was located in the left forearm. A 6.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. However, during first inflation at 22 atmospheres for few seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.